Manufacturer narrative:
Product complaint (B)(4) h6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? Vistaseal kit 2. What is the lot number? Unknown 3. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Many times 4. How many times have they applied the laparoscopic tip? Many times 5. Was a sales representative present during the case when the issue was experienced? Yes 6. Was any leakage or product solution observed at the luer locks connection? No 7. Were there any unexpected outcomes or complications as a result of the event? No 8. Are there pictures of the damaged device available? I sent it in 9. What kit was the vstas1 that experienced the quality issue associated with? Vst04 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The fibrin sealant preparation device tip luer locks were very difficult to unscrew and remove the open tip in an effort to replace with the lap tip - scrub eventually got it off and was able to use with the lap tip, but she has to use a grasper to get enough torque. No adverse patient consequences were reported. Additional information was requested